Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy.